Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with 6fr sheath after a diagnostic procedure. Reportedly, resistance was felt when advancing the thumb advancer in splitting the sheath to deliver the clip. The sheath was ultimately completely split and the click was heard with the arrows aligned. The trigger button was pushed to deploy the clip; however, the clip would not deploy. The starclose se was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): used against the reported resistance felt during thumb advancer/exchange sheath splitting. Per the instructions for use - do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. The returned device was in partially deployed condition. The plunger was deployed, the thumb advancer was 75% advanced, the sheath was fully split, and the vessel locator wings deployed. The clip was caught on the vessel locator wings and two of the wings were broken. This would suggest tissue compaction and also would cause the resistance reported. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, there was resistance during thumb advancement. The starclose instructions for use indicates that continued thumb advancement against resistance would cause further compaction and result in the returned device condition. Based on the information reviewed, there is no indication of a product deficiency.